Event description:
Erupting granuloma formation along the course of both treated greater saphenous veins months following venaseal glue closure. Multiple granulomas formed in both leg, one erupted through the skin and was surgically removed. Granulomas arose remote from access sites.